Event description:
Additional information was received reporting that the patient was asymptomatic. They had a new small right posterior superior convexity low-attenuation collection which was likely a delayed subacute subdural hematoma. This was not seen after their stage 2 surgery and occurred somewhere in-between stage 2 and initial programming. The etiology was indicated as possibly related to implant surgery. Dbs was adjusted. The patient had high impedances more on the right ventral intermediate nucleus (vim) which they will monitor. This could be due to hygroma that the patient had post-operatively. No action was taken. The subdural hematoma issue was resolved. The high impedance issue was ongoing.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID b3301542 serial# (B)(6) implanted: (B)(6) 2021 product type lead additional review indicates the information regarding the subdural hematoma was already reported in manufacturer¿s report #300420917 8-2023-21800. Any additional information regarding the event will be submitted as a supplemental submission to this report #3004209178-2022-15202. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient mentioned that a healthcare provider (hcp) did not recommend to have an MRI as "it will affect the device". The patient added that the hcp mentioned about the device not polarized, and when the positive and negatives were sent to the leads, they are not active the way it should be so because of that, they do not recommend MRI. The patient had slight tremor return, therefore, they had a reprogramming session with the healthcare provider (hcp) on (B)(6). Additional information was received from a healthcare provider (hcp) on 2022-nov-11 clarifying that the physician's notes indicated monopolar polar impedances were normal. However, bipolar impedances were >10k ohms, therefore, MRI was not recommended. The hcp was unable to provide any further information.